Event description:
New information received notes that the patient was seen in clinic, and the bluetooth telemetry was restored upon interrogation, indicating an interrogation issue rather than a telemetry issue. No patient consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.